Manufacturer narrative:
The field service engineer (fse) found the leak at the lower sheath restrictor tubing at valve 46b (vl46b). The fse replaced the lower sheath tubing and resolved the issue. Identification of the failure mode: the failure mode is leak in tubing at vl46b. Evaluation of product labeling: per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
Customer reported a leak when using the coulter lh 780 hematology analyzer. The customer reported a leak of mostly clear fluid with a brownish tint from the differential mix chamber while running patient samples on the lh780 instrument. The volume was reported as 10 cc and the leak was not contained. The customer was wearing gloves and labcoat. There were no reported operator injuries. There were no reports of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.